Event description:
Patient has a "hard wound" and is also reporting that she has pain if she stands too long and she can't bend.

Event description:
Patient has a "hard wound" and is also reporting that she has pain if she stands too long and she can't bend.

Manufacturer narrative:
Initial MDR was mistakenly submitted to FDA through normal electronic filing. This MDR will be resubmitted via a quarterly summary report as part of the requirement of remedial action exemption (B)(4), granted to stryker by FDA on january 23, 2013.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. Implanted.